Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported blood secretions, infection, patient conditions, patient death, and sepsis could not be conclusively established through this evaluation. The patient passed away on (B)(6) 2021. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section of the IFU, ¿introduction¿, lists adverse events such as bleeding, death, infection (local, driveline, and pump pocket), and sepsis that may be associated with the use of the heartmate 3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications. Section of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis. The patient developed acute decompensation (hypotension, creased work of breathing and a fever of 101) with bloody secretions that required very frequent suctioning. They were reintubated and repeat lab work revealed leukopenia, thrombocytopenia and sputum cultures showed 4+ gram (B)(6) rods. They were started on empiric antibiotics and vasopressors were maximized. An echocardiogram showed that left ventricular (lv) function was poor, along with normal lv dimensions and an underfilled right ventricle (rv). Due to the patient's critical nature, discussion with the family led to pursuit of comfort care. The device operated as expected and it would not be returned as the patient was cremated.